Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Customer quality investigation: the instrument was not returned, and the investigation will be completed based on the supplied image from the attachment. Due to image quality, the distal tip of the instruments were not accurately captured. Based on the image, it is not possible to determine if the tip is in fact damaged. Since no damage can be observed, the overall complaint was not confirmed. As the device was not returned an as received, dimensional, and material review were not applicable. Manufacturing record evaluation a manufacturing record evaluation was not performed as the lot number was not known. Conclusion the overall complaint for the product was not confirmed as no defect was distinguishable from the provided images. No definitive root cause was able to be determined as the circumstances surrounding the event are unknown. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 the 2 stardrive shafts for matrix long and 2 holding sleeves long for matrix are worn out and stripped. The issue was discovered during routine check on instruments. There was no patient involvement. This report is for 1 t25 stardrive shaft f/matrix long. This is report 1 of 1 for (B)(4).